Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the: "the patient underwent internal heart rate monitoring, i.e., scalp. The ctg drawn by scalp was a vague, accentuated variation throughout. Baseline could not be determined and what the fetal heart rate actually was. Ctg would have agreed that the fetus would have extra beats. Scalp was therefore changed 3 times because no additional punches were heard with the external registration. All wires were also replaced several times. The fetal heart rate was confirmed by ultrasound and no additional beats were observed. It was therefore a technical malfunction that could not be resolved. With external registration, ctg was normal. However, this method of registration was problematic because it sometimes registers the mother¿s heart rate." The device was in use at time of event, it is unknow if patient harm was reported.

Event description:
It was reported that: the patient underwent internal heart rate monitoring, i.e., scalp. The ctg drawn by scalp was a vague, accentuated variation throughout. Baseline could not be determined and what the fetal heart rate actually was. Ctg would have agreed that the fetus would have extra beats. Scalp was therefore changed 3 times because no additional punches were heard with the external registration. All wires were also replaced several times. The fetal heart rate was confirmed by ultrasound and no additional beats were observed. It was therefore a technical malfunction that could not be resolved. With external registration, ctg was normal. The device was in use at time of event, and no adverse event was reported.